Event description:
It was reported prior to use that cardiosave intra-aortic balloon pump (iabp) needed parts for repair.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1: event site telephone: (B)(6).

Manufacturer narrative:
H11: the complaint record is being cancelled, as the information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional information is received, the complaint will be reopened and updated accordingly. Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
N/a